Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the failure to deploy the suture; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement with proglide devices was attempted in the left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr. Reportedly, the first proglide device was successfully placed in the lcfa. The second and third proglide were deployed; however, the sutures pulled out of the artery. An additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to 14fr and the aaa procedure completed. The knot of the first and fourth proglide devices were advanced but bleeding continued. Another proglide device was placed and the hemostasis was achieved with the three proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.